Event description:
A customer reported that the knife was not as sharp as it should be during surgery. When the customer tried to make the incision, the knife just pushed the eye forward. The customer looked at the knife under the microscope and saw that it was not sharp. The knife was exchanged and the procedure was completed with no pt harm.

Manufacturer narrative:
The investigation is in progress. Samples have not yet been received for eval. Since no lot number was provided, a device history record review could not be performed. A root cause has not been identified. All knives are 100% inspected by trained operator using a minimum of 10 x magnification during mfg. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product. (B)(4).